Event description:
It was reported that the patient presented in the emergency room experiencing arrhythmia and fatigue. Upon interrogation, the right ventricular (rv) lead exhibited elevated high capture threshold measurements resulting in loss of capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.